Event description:
No additional information has been received at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Additional information: the investigation was reopened due to additional information provided. The following allegations have been investigated: tilt, ivc perforation, pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction: adverse event, type of reportable event. Additional information: description of event or problem, test/laboratory data, other relevant history. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Evaluation codes) device code: no code available (3191)-device tilt, no code available (3191)- device perforation. MFR site) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 due to deep vein thrombosis and pulmonary embolism. Patient alleges tilt, perforation strut. Patient further alleges abdomen pain. Per CT, (B)(6) 2018, : " posterior tilting of the inferior vena cava filter with at least 3 struts extending well beyond the confines of the ivc. Anteromedial strut is in proximity to the anterior wall of the aorta on the right side. 4 strand posterolaterally also extends beyond the confines of the ivc to some extent."